Event description:
Complaint - due to the rsp retaining screw breaking off while the surgeon was screwing the glenosphere onto the baseplate.

Manufacturer narrative:
The reason for this primary surgery complaint is due to the reverse shoulder prosthesis (rsp) retaining screw breaking off while screwing glenosphere onto baseplate. Another suitable screw was available at the time. Surgery was completed with a five minute delay. The surgeon did not retrieve the broken parts and were left in the patient. No broken part or instrument was received from the site agency. A device history record (DHR) review was conducted: a quantity of 192 retaining screw 508-00-001 were manufactured in lot # 850c1297 and released on 26 june 2017. This is a sub assembly part of one of the 15 glenoid heads 508-32-101 of lot # 862c2445b. The parts are manufactured from the certified material, accepted and released for packaging and sterilization on 26-oct-2017. There was no non-conforming material report (ncmr) for the lot in question. The broken part was from this manufacturing lot. Details regarding the type of breakage, position of the breakage of the retaining screw and details of the operation when the breakage occurred is not available. The surgical technique for rsp (reverse shoulder prosthesis) glenoid gives detailed stepwise operations for safe surgical procedure for implanting. For the glenoid base plate retaining screw it specifies that "insert the 3.5millimeter titanium alloy retaining screw into the outer central hole of the glenoid head. Tighten the retaining screw using the rsp (reverse shoulder prosthesis) torque limiting driver". As per the standard surgical procedure the device was inspected and was acceptable prior to use. The procedure prevents the over-torqueing while inserting the screw. The report does not indicate if the required torque limited was used while inserting the screw into the baseplate through the glenoid head. With the information available, the root cause of the failure could not be determined definitively. However, it is most likely that the breakage of the retaining screw took place during applying torsion for advancing the screw in the base plate through the center of the glenosphere. The DHR review suggests that the part was not defective and the visual inspection prior to the implantation did not show any damage. Historically, only five similar failure were observed in the past two years and sales in last two years is 21227 thus the occurrence rate is 0.0002 and does not indicate any inconsistent trend or systemic non-conformity. The surgeon indicated that there was no injury or harm to the patient.